Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the right master tool manipulator (mtm) on the attending surgeon side console (ssc) initially moved on its own when released and then became unresponsive. The tse asked clarifying questions about whether this occurred while the attending¿s head was in the viewer, but this was not confirmed. The tse reviewed the system logs and did not find any related errors and advised performing a system reboot once the team reached an appropriate pause point in the procedure. The customer continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) spoke with the equipment manager and was told the staff had the surgeon's chair pushed too far into the front of the console. When the system started up the master tool manipulator (mtm) was hitting the chair and dropping. Once he pulled the chair back and performed a restart, the system came back up error free, and the arm positioned as expected. The customer felt that a service visit was not necessary at this time. No site visit was required.